Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7/ page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
It was reported that patient was hospitalized and diagnosed with diabetic ketoacidosis. She was treated with an IV insulin drip, fluids, morphine, and nausea medication. The patient was wearing the pod 4 and 24 hours.